Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller display screen was discolored. A green coloring appeared on the screen upon examination. The system controller was exchanged to backup system controller.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of a discolored screen was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; therefore, the extent of the issue was unable to be determined. The device was disposed of. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the screen discoloration was unknown. The controller was discarded.